Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was seeing a new healthcare provider (hcp), and the hcp wanted the pump turned off. It was noted the patient's pump was scheduled to alarm on (B)(6) 2017, but the doctor's nurses checked the pump and stated the pump was due to alarm on (B)(6) 2017. It was further reported that the patient had a return of pain. The patient could barely walk up and down the steps and had to crawl up the steps. It was stated that this was because of the pump, then it was stated it was due to the fusion of the patient's spine, and then it was stated that it was because they took the patient off of oral dilaudid and was not due to the medication in the pump. The event date was noted to be (B)(6) 2017. Additional information was received from a consumer and a device manufacturer representative (rep). The patient's pain clinic closed its doors and the patient was working with reps to find another provider. It was noted that the patient nearly lost his life twice in the last two weeks. It was thought that they could manage the patient orally. The patient was working with a pain hcp as well as was to start seeing a new primary care provider in may to help with the issues. The patient was noted to be doing very well and was starting physical therapy, however the patient lost his first new primary care physician and the patient's medication was cut, which was noted to be essential to the patient's well-being. It was noted the patient had saline in the pump. It was later reported that the patient's primary physician had wanted to shut the pump off outright, which the reps recommended against. Instead, it was suggested that the pump be programmed to minimum rate and filled with saline. The hcp had thought this was a better solution, so those actions were performed. The hcp was noted to not have a good plan for transitioning the patient to oral medication and the patient went through withdrawals because he probably did not receive adequate oral medication from the hcp to manage the bridge. No diagnostics were performed and no pump issues were suspected. While the patient had not yet found a physician to manage the pump or his pain yet, it was noted the patient's withdrawals should theoretically be done by now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.